Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "post-ligation cardiac syndrome after surgical versus transcatheter closure of patent ductus arteriosus in low body weight premature infants: a multicenter retrospective cohort study" was reviewed. The article presented a retrospective multi-center study, to evaluate compare the incidence of post-ligation cardiac syndrome (plcs) after surgical versus transcatheter closure of pda in low-body-weight premature infants. Devices mentioned included amplatzer piccolo occluder and amplatzer vascular plug ii. The article concluded that transcatheter pda closure may be equally effective but safer than surgical patent ductus arteriosus pda closure in lowbody- weight premature infants. [The primary author and corresponding author was bruno lefort (blefort@univ-tours.fr)]. The time frame of the study was may 2009 and october 2021. A total of 158 patients were included in this study, of which 76 received an abbott device. The average age of the patients enrolled was 29 weeks. The majority gender was male. The average weight was 1239 grams. Comorbidities included ventilation support, inotrope support, patent ductus arteriosus.

Manufacturer narrative:
B2 - date of death is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects reported in the articles are captured under a separate medwatch report. Summarized patient outcomes/complications of the incidence of post-ligation cardiac syndrome (plcs) after surgical versus transcatheter closure of pda in low-body-weight premature infants were reported in a research article "post-ligation cardiac syndrome after surgical versus transcatheter closure of patent ductus arteriosus in low body weight premature infants: a multicenter retrospective cohort study" in a subject population with multiple co-morbidities including ventilation support, inotrope support, patent ductus arteriosus. Some of the complications reported were death, surgical intervention, septic shock, tricuspid insufficiency, hypertension, unexpected medical intervention, pericardial effusion, transient supra ventricular tachycardia; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Please note per the instructions for use, the amplatzer¿ vascular plug ii is indicated for arterial and venous embolizations in the peripheral vasculature.